Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent cystoscopy on (B)(6) 2010 after mesh implantation

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed urinary incontinence, frequency, dysuria and urgency. (B)(4).

Manufacturer narrative:
It was reported that post implantation the patient experienced pain, infection, dyspareunia, urinary and bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.